Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "fault 117" when the 30 joule self test was performed. The complainant indicated that there was no adverse effect on the pt as a result of the reported event.